Event description:
Philips received a complaint by the customer on the v60 indicating that the display was not working. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the liquid crystal display (lcd) cable needed to be replaced as the display was not working. The remote service engineer (rse) provided the customer with the part number of the replacement lcd cable for repair. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.